Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The device was not received for evaluation. The root cause of the pump stop was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the impella stopped on the 13th day of support. Normal troubleshooting attempts to restart the device were unsuccessful. The impella cp was explanted. The patient survived the procedure.